Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that the atrial and right ventricular lead exhibited noise. The noise could not be reproduced with pocket manipulation or isometrics and no significant sources of emi could be discovered. The patient was asymptomatic due to the event. Noise was again noted remotely via a merlin.net transmission from (B)(6) 2018. Noise oversensing led to single beat pacing inhibition. Lead on lead insulation abrasion was suspected. Patient presented in clinic for follow-up on (B)(6) 2018 and noise reversion episodes were noted. Programming changes were discussed. The patient was stable.